Manufacturer narrative:
Initial: awaiting product return to perform device investigation.

Event description:
A pso-vt was indicated to monitor icp in a case of hydrocephalus. During follow-up, an error e001 was observed. No clinicals signs or symptoms were observed in the patient. The catheter functioned for 12 hours. This incident led to the patient's hospitalisation being extended.

Manufacturer narrative:
Initial: awaiting product return to perform device investigation. Final: the defect found is due to user error.

Event description:
A pso-vt was indicated to monitor icp in a case of hydrocephalus. During follow-up, an error e001 was observed. No clinicals signs or symptoms were observed in the patient. The catheter functioned for 12 hours. This incident led to the patient's hospitalisation being extended.